Event description:
The physician attempted arteriotomy closure with a techstar xl 6 fr. Device on a pt with a severly scarred groin. Introduction of the device was difficult and the physician requested assistance from a second physician present at the case. The device was inserted, however adequate marking could not be obtained. The device was removed and the closer tsl6 fr device was inserted. Adequate marking was obtained. The device was deployed and the physician pulled the plunger back and retrieved the suture ends, however the device could not be removed from the artery. The pt was taken to surgery for device removal. While manipulating the device, the physician felt the device may have fractured. Surgery was successful and the pt recovered without further incident.